Manufacturer narrative:
Medtronic received the following information regarding a journal article ¿ initial experience of the covered endovascular reconstruction of iliac bifurcation technique¿.  Matsagkas m, spanos k, haidoulis a, kouvelos g, dakis k, arnaoutoglou e, giannoukas a. Initial experience of the covered endovascular reconstruction of iliac bifurcation technique. Journal of endovascular therapy 1-9  doi: 10.1177/15266028241256507. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding ¿initial experience of the covered endovascular reconstruction of iliac bifurcation technique¿.  The timeframe for this study was over a nine month period. 16 patients were included in the study of which five patients were implanted with a endurant stent graft. The aim of this study was to present a case series for landing in the external iliac artery (eia) during evar while preserving blood flow in the internal iliac artery (iia) with the covered endovascular reconstruction of the iliac bifurcation (cerib) technique. Among the patient population the following malfunctions included : type iii endoleak.  No further information was provided pertaining to medtronic products